Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event description updated. Initial reporter title, name, and occupation. Device evaluated by MFR, device manufacture date: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius fracture procedure on (B)(6) 2018, the locking screw did not thread into the variable angle (va) locking compression (lcp) distal radius plate. The procedure was completed using a new plate and screw. It is unknown if there was a surgical delay. Patient outcome is unknown.

Manufacturer narrative:
This report is for an unknown locking trauma screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius fracture procedure on (B)(6) 2018, the locking screw did not thread into the variable angle (va) locking compression (lcp) distal radius plate. The procedure was completed using a different locking screw. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for an unknown locking trauma screw. This is report 1 of 2 for (B)(4).